Event description:
Developed urine tract infection with burkholderia -- likely exposure to medichoice ultrasound gel. Developed bacteremia with burkholderia -- likely exposure to medichoice ultrasound gel -- before recall notice was issued.